Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that high, out of range, high capture threshold was observed on the right ventricular channel. Decreased r-wave amplitude variation was also noted. The lead was explanted and replaced. Patient's condition was stable before and after surgery.